Event description:
Edwards received notification that an inspiris resilia valve model 11500a21 was explanted after twenty nine (29) days due to infective endocarditis. The infecting organism and the source of infection were unknown. As reported, the patient did not have endocarditis prior to the edwards device implant. The explanted device was replaced with an homograph. The patient was noted as to be recovering after the procedure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an inspiris resilia valve model 11500a21 was explanted after twenty nine (29) days due to infective endocarditis. The infecting organism and the source of infection were unknown. As reported, the patient had primary endocarditis prior to receiving the inspiris. The patient had no prostheses prior to the inspiris valve. The explanted device was replaced with an homograph. The patient was noted as to be recovering after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5 per new information received. Added information to d4 (expiration date) and h4 (device manufacturer date). Updated section b4 (date of this report), g3 (date received by manufacturer) and h6 (component code, type of investigation, investigation findings and investigation conclusions). The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non conformances were identified that could be related with the reported event. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patients own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non conformances in the sterility or packaging processes, they would most likely manifest in the early post operative period. There may also be cases in which our devices are implanted in a patient with previous active native valve or prosthetic valve, ring endocarditis, which is a risk factor. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted device. When this occurs, the organisms causing the endocarditis were never completely eliminated, therefore, the event is not related to the newly implanted device. The most likely cause is patient factors, including primary endocarditis prior to the implantation of the inspiris valve. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.